Event description:
On (B)(6) 2010, patient reported having issues with the down button on his infusion device. Patient stated the issue started a few days ago and is intermittent. Patient reported the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.